Event description:
On march 5, 2008, the lay-user/patient contacted lifescan alleging that the one touch ultra meter has a display issue (missing segments). This medical affairs specialist contacted the patient to obtain more information. The patient tests 4 times per day and takes novolog and lantus insulin (unspecified dose) based on her blood glucose test results. The patient indicated that after the lfs product issue began in 2008, the patient was not able to obtain a blood glucose reading. The following month, the patient developed symptom that can be suggestive of hypoglycemia described as "dizziness, trembling, and confused". The patient had a routine doctor's visit and tested at "55 mg/dl" on a doctor's meter. The patient administered self-treatment with candy. The patient stated that she could have prevented the symptoms if she had a functioning meter that day. During troubleshooting, the reported lfs meter issue was not resolved with training. This complaint is being reported because the patient claimed she developed symptoms that can be associated with severe hypoglycemia after she was not able to obtain glucose readings for several days. Replacement products were sent to the patient.